Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device was being used for hemostasis, however, the sheath split and hemostasis was unable to be achieved. There was no patient injury reported. The physician inserted the mynx grip into the sheath with no issues or resistance. Inflated the balloon and pulled the device back until the balloon abutted the arteriotomy. The sealant was shuttled down and when the sheath was retracted back up, the physician noticed something ¿wrong¿ visually with the end of the mynx grip delivery catheter/tube. It appeared to be split/broken at the distal end. Out of caution, the physician deflated the balloon and removed the device and the sheath without incident. Manual compression was employed, and hemostasis was achieved without incident. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the shuttle handle. The advancer tube was not returned with the device. A piece of sealant was found stuck inside the shuttle tube. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A product history record (phr) review of lot f1908503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the device was received without the advancer tube. However, based on the condition of the returned device, it appears the customer may have experienced an event of sealant stuck to device component, which would result in a failure to deploy the sealant into the patient. However, the cause of the issue reported could not be determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported since the device returned without the advancer tube. However, it could due to incomplete engagement of the advancer tube or possibly premature swelling of the sealant during use of the device. It should be noted that mynxgrip device is manufactured with a slit at the distal end of the outer cartridge tubing. The sealant is placed right under the slit which is covered with a sealant sleeve to protect the sealant from exposing prematurely. If the outer sleeve is removed/displaced during the procedure, the split and/or sealant will be exposed. No anomalies were observed on the outer cartridge tubing of the returned device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1908503) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device was being used for hemostasis, however, the sheath split and hemostasis was unable to be achieved. There was no patient injury reported. The physician inserted the mynx grip into the sheath with no issues or resistance. Inflated the balloon and pulled the device back until the balloon abutted the arteriotomy. The sealant was shuttled down and when the sheath was retracted back up, the physician noticed something ¿wrong¿ visually with the end of the mynx grip delivery catheter/tube. It appeared to be split/broken at the distal end. Out of caution, the physician deflated the balloon and removed the device and the sheath without incident. Manual compression was employed, and hemostasis was achieved without incident. The device was clinically used and will be returned for analysis.